Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Reported false positive sars result for 1 patient. It is unknown if the patient was symptomatic. Upon repeat testing with the same device, the result was negative. The customer was unable to provide further details and clarification.